Event description:
Journal ref: anheim m, batir a, fraix v, et al. Improvement in parkinson disease by subthalalmic nucleus stimulation based on electrode placement: effects of reimplantation. Arch neurol. 2008; 65(5):612-616. The objective is to evaluate whether reimplantation of electrodes in the stn can produce improvement in pts with poor results from surgery and with suspected electrode misplacement based on imaging findings. Reportable event: a 1-year postoperative study was undertaken in 7 consecutive pts with parkinson disease who, despite bilateral stn stimulation, experienced persistent motor disability and who were operated on for reimplantation a median of 16.9 months later.

Manufacturer narrative:
.